Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - inspection of the returned unit shows that the lock is sticking, has rotational and lateral movement and a residue buildup was present. To resolve the issues, new components were added to replace worn internal parts and general cleaning, and maintenance were performed. Root cause - the complaint is confirmed via inspection of the unit. The unit needed replacement of worn parts. The probable root cause is routine use and wear. No corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) would not hold the pin in place. There was no patient injury or surgical delay.